Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the infusion tubing was defective. The customer stated the tubing completely tore and the two pieces ended up completely separated from each other about 2 inches above the luer lock. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.